Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The missing tip was confirmed. The tip, including the inner member, was separated at the distal end of the ratchet stem. The inner member material at the separation was jagged. The separated portion was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other similar incidents reported from this lot. The investigation determined that the missing tip was due to tip separation at the ratchet stem. The noted damage likely occurred due to inadvertent mishandling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after supera stent delivery system removal out of the sterile packaging, the white tip was noted missing. The tip was not seen on the device at any reported time. The device was set aside for return. There was no patient involvement. Another device was used in replacement. There was no additional information provided. The device returned with inner member and tip separation.